Manufacturer narrative:
Additional suspect medical device component involved in the event:   model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient experienced intermittent stimulation and felt like the leads are balled up and are moving and painful. The patient was administered with pain medications.

Event description:
A report was received that the patient experienced intermittent stimulation and felt like the leads are balled up and are moving and painful. The patient was administered with pain medications.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn.